Event description:
The manufacturer received information regarding a rep dream station auto CPAP. The patient was alleged black particles present. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.